Manufacturer narrative:
Zoll has not yet received the product for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During ivtm therapy set-up, the thermogard xp ivtm system (sn: (B)(4)) displayed tcmid:06 (ce post failure) error code several times during self-test. The customer used a second thermogard console to continue with therapy. No known impact or consequence to patient was reported.